Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for post procedure follow up in clinic, loss of capture was noted on left ventricular(lv) lead. Chest x-ray revealed lv lead dislodgement. During lead revision, stylet could not be inserted all the way through the lumen to the distal tip of the lv lead. The lead was explanted and replaced. The patient was stable.